Event description:
The customer stated that her contour meter was reading high compared to her other meter (brand unk). She tested her blood glucose and the contour read 179 mg/dl, while the other meter read 79 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.